Manufacturer narrative:
Based on the claim against the product by the customer noting instrument would not clamp properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed, and failure analysis found the primary failure of bent grip tips to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The failure mode bent instrument grips -tips are typically attributed to the user. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding "tip of clip applier is slightly bent which prevented four clips from clamping" was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, 8mm medium-large clip applier clip would not clamp properly onto ducts. Doctor and tech notice the tip of clip applier was slightly bent which prevented 4 clips from clamping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.